Event description:
It was reported that the user experienced a low blood glucose of 40 mg/dl after altering glucose targets, with symptoms of visual disturbance and feeling unwell; the user treated with six glucose tablets without fingerstick confirmation, avoided meal announcements due to fear of hypoglycemia, and had a recent feature request, with the device problem and component details recorded as insufficient information. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.